Manufacturer narrative:
Additional narrative: manufacturing site: (B)(4). Manufacturing date: september 07, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service evaluation was completed: there does not seen to be any visual strain on any mechanism that allows the locking and unlocking of the ratchet. As the instrument does work intermittently, it is unknown if there is a malfunction with the device or if the complaint condition is due to operational issues. A product investigation was completed: the investigation has shown that the soft-lock mechanism indeed does not hold as required, therefore this complaint is confirmed. We found that one tooth of the locking latch is broken off, which does cause the complained malfunction. In general is this reduction forceps in a very used condition, there are different discolorations visible, the laser etchings are faded, and the teeth rack has clearly visible signs off often use. The condition is consistent with an often used loan set device. The manufacturing documents were reviewed and no complaint related issues were found. These findings speak against a manufacturing related issue. However, there was no information provided when or how this damage occurred, therefore it is impossible to determine the exact cause of this occurrence. One possible cause is that the locking latch was not proper aligned with the toothed rack while the forceps was under tension suddenly unburdened without backpressure on the handholds. This could lead to a mechanical overload off this tooth at the latch. No manufacturing related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complained event was clarified. During a procedure, the instrument would not hold the bone under the applied pressure; the ratchet kept slipping. It is unknown if the damage to the device causing it not to work occurred during that procedure or some prior point in time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported; it is unknown if there was patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter telephone number reported as (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a pair of reduction forceps was damaged. The forceps were from a loaner set shipped to the hospital on (B)(6) 2016. When the set returned the reduction forceps was inspected and it was noted that the ratchet portion of the instrument worked intermittently. It is unknown when the damage occurred and if the device was involved with a patient or in a surgery. This is report 1 of 1 for (B)(4).